Manufacturer narrative:
Device repairs for implementation of field change order (B)(4)

Event description:
The customer reported that the surveillance experienced the 2018 (B)(4) reboot. There was no patient incident.